Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -9.0/3.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2023 the lens was exchanged for a same length lens that was implanted vertically and the problem resolved. Cause of event was reported as unknown.